Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented and was in flutter at 300 bpm. With every other flutter wave was falling into a blanking leading to delayed automatic mode switch trigger. The physician would continue to monitor the patient and try to medically manage their afib/flutter. No additional information was available. The device remained implanted.